Event description:
Infective sublingual probe possible adverse pt outcome. Investigation in process. Postive cultures of probe samples. Report will be amended as necessary upon completion of investigaton.